Event description:
It was reported that a malfunction occurred with a displayed code of malf 12. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information and successfully assisted in resetting the pump without recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the malfunction recurs.